Manufacturer narrative:
(B)(4). Date sent: 10/05/2021. D4: batch # 248a64. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and an anvil with an uncut washer. The adjusting knob was stuck and could not be rotated and was subsequently cut from the adjusting rod. The adjusting knob pin was found collapse which caused the knob to seize against the adjusting rod. The adjusting rod thread shows evidence of high closure torque based on raised metal at the edge of the thread. The trocar and tension bands were free to slide through the shaft. No broken shroud pins were found inside the frame cavity. An engineering knob was installed, and the device was reassembled and fired. The stuck knob condition was due to excessive torque applied to the knob associated with anvil closure difficulty, however, the root cause of closure difficulty could not be determined. The event reported was confirmed and it is related to improper use of the device. The damage to the rotating knob may have been due to an excess force applied while trying to close or open the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid colon resection procedure, they were trying to dial down the device to connect anvil, but were unable to connect. Unknown how procedure was completed. There were no adverse consequences for the patient.